Manufacturer narrative:
Concomitant medical products: product ID: 3389s-28, lot# v193397, implanted: (B)(6) 2009, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s device had high impedances. The patient presented to her clinic without an appointment. The device was interrogated and an impedance issue was found at contact 10 (>40, 000 ohms). Contact 10 was showing as an open circuit. The patient was not programmed with that contact. Additionally, it was stated that the patient had a history of ¿iffy¿ high impedances. It started after the last stimulator replacement with contact 8, which resolved after a while and reappeared intermittently around 20,000 ohms. Contact 8 was not in use either. There were no falls. A skull and neck x-ray done the day of the report were negative and the patient was receiving good therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-28, lot# v193397, implanted: (B)(6) 2009, product type: lead; product ID 37651, serial# (B)(4), product type: recharger; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3389s-28, lot# v193397, implanted: (B)(6) 2009, product type: lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension.

Event description:
Additional information received reported the cause of the event was unknown. It was noted that this was not a new problem and was not an active electrode. Abnormal impedances measurements were previously stated. No surgical intervention had occurred. There were no patient symptoms. Patient had not required hospitalization and there was no patient injury.